Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that she received the recall letters regarding the reservoirs. Customer stated that he was hospitalized due to leaky reservoirs in 2008 or 2009. Customer wanted to verify if he has affected lots. Customer does no affected lots. Nothing further reported.